Manufacturer narrative:
Emdr section h6, code d1002 corrected from d15.

Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025 a patient underwent endovascular treatment of a lower extremity arterial disease with dissection and tortuosity using gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). During the treatment, when advancing the vbx device into a 8 fr destination guiding sheath, a resistance was felt and difficult to insert due to the highly tortuous artery, but the vbx device was able to be inserted around the target region within the sheath. An angiography was performed to confirm the deployment position. Because the angiography was performed with a power injection while the vbx device was still within the sheath, the stent graft was moved proximally. Attempt was made to pull out the catheter, however the stent graft was not moved and only the stent graft mounted balloon was pulled. Attempt was made to insert the catheter to move back the stent graft mounted balloon, however the stent graft was pushed proximally and dislodged in the aorta. The proximal side of the stent graft was ballooned and moved to the iliac artery using a small coronally balloon and a 14 wire. Then the stent graft was ballooned at the original target region using a gekira balloon. The patient tolerated the procedure. The physician stated that the stent graft was dislodged during the angiography for fixing and confirmation of implant region. Delivery in the sheath was too tight due to the highly tortuosity.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Emdr section h6, codes c19, d15, d1001 updated to reflect results of investigation.